Event description:
The issue occurred, during an unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been three years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. Based on the results of the investigation. The information concerning the occurrence of the problem could not be confirmed. Therefore, we could not identify the presumed cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unknown procedure, there were black dots in the image which looked like burnt out fibers while using the ultrasound bronchofibervideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.